Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The device will be explanted. Side unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black particles in device outer surface and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening.

Event description:
The device was explanted.